Event description:
It was reported that an arteriotomy closure of a heavily calcified right common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a posterior cuff miss occurred. A second proglide device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - improper or incorrect procedure or method, per instructions for use: under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device was not returned for analysis. The device being available for analysis may have aided in a more definitive determination. During manufacturing, all proglide devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Reportedly, a femoral angiogram was taken and heavy calcification was noted. The proglide instructions for use states: the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Reportedly the physician was not trained in the use of the proglide device. Based on the reported information and the inspection criteria, a definitive cause for the reported cuff miss could not be determined; however, the heavily calcified common femoral artery and use by an untrained physician may have been contributing factors. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis.